Manufacturer narrative:
The explanted devices was not returned to bsn as they was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that the dislodged contacts were still implanted in the patient. The physician has decided to remain the contacts implanted and to take no further course of action.

Event description:
A report was received that the patient was not receiving stimulation. A CT scan showed that the contacts came off from the paddle lead. The contacts were dislodged inside the patient's body. The patient underwent a lead revision wherein the lead was replaced. The patient was doing well following the procedure.

Event description:
A report was received that the patient was not receiving stimulation. A CT scan showed that the contacts came off from the paddle lead. The contacts were dislodged inside the patient's body. The patient underwent a lead revision wherein the lead was replaced. The patient was doing well following the procedure.